Event description:
I regularly change brands of multipurpose saline solution for the storage and cleaning of my soft contact lenses. Sometimes I've used amo complete, which has recently been recalled. I've been having problems with red eyes, light sensitive eyes, etc., recently, and I think it may be the infection that the defective saline solution was supposed to prevent. Dose or amount: daily rinsing and storing. Dates of use: approx two months in 2007. Diagnosis or reason for use: daily wear of contact lenses requires cleaning and storage. Event abated after use stopped: no.